Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room due to receiving a shock. Upon review, the electrogram revealed the patient received an inappropriate therapy due to atrial fibrillation (af). It was noted in the second episode, anti-tachycardia pacing (atp) was provided and induced the patient into ventricular tachycardia (vt) and then the patient received a shock. The patient will more likely be admitted to the hospital and the cardiologist will be contacted. At this time, the device remains in service. No adverse patient effects were reported.